Event description:
It was reported that per publication case study report, initial left primary total hip arthroplasty was completed on an unknown date for an atraumatic femoral neck fracture and unknown product was implanted. Subsequently, the patient was diagnosed with severe osteoporosis. At nine (9) years post-op from index procedure, the patient underwent orif with unknown product due to a peri-prosthetic fracture attributed to chronic bisphosphonate use. That orif failed thirteen (13) years later and a revision orif with unknown product was then attempted. Four (4) months on from that attempted revision orif the recommendation for revision left total hip arthroplasty was made due to persistent pain and non-union of the fracture. At that time, a biolox head and arcos modular stem were implanted along with unknown remaining primary cup, unknown poly liner, and unknown screws. The patient did well until three (3) year follow-up when the patient re-presented with acute, atraumatic left hip pain after she bent over and felt a popping sensation in the left hip. Radiographs demonstrated a fracture involving the proximal body of the modular stem above the taper. A new larger arcos sz 60d high-offset proximal body and 32mm, +3 delta biolox ceramic femoral head with titanium sleeve were then placed during urgent revision. No complications have been noted and the patient has reportedly had an uneventful postoperative course.

Manufacturer narrative:
G2: chung, brian c. Et al. Fracture of the proximal body of a modern cementless modular fluted tapered stem. Arthroplasty today, volume 29, 101472. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Suggested component code: mechanical (g04) stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 3 years follow up of tha revision 2, the patient was admitted for urgent revision surgery due to pain and a confirmed fracture. The patient had an uneventful postoperative course and was ambulating pain free with a walker at 3mo, with a cane at 4mo, and without assistive devices at the final 30mo follow-up. In the present case, our patient¿s risk of fatigue fracture was likely elevated due to underlying metabolic bone disease. In the absence of a significant traumatic event, several factors likely contributed to the proximal body fracture seen in our patient, including an elevated bmi (33.7 kg/m2) and poor proximal bone stock secondary to osteoporosis. A definitive root cause cannot be determined. Medical records show the patient has an underlying metabolic bone disease; therefore, we cannot conclude that the device has contributed to the reported event. This complaint can be confirmed via the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.